Event description:
It was reported that the ventilator slid off the rails because there was a screw missing. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The investigation of the reported even has finalized. On-site evaluation performed by our field service engineer concludes that the ventilator was securely attached to the mobile cart and no screws were missing. However, the patient unit¿s front cover lid was found damaged and the control cable that connects the patient unit to the user interface was broken. No technical errors were found in the ventilator. After safety tests and functional tests the ventilator was sent back to clinical use. Our conclusion is that the most probable cause was that during maintenance performed by the hospital, the screw that fastens the patient unit to the mobile cart was not properly tightened.

Event description:
(B)(4).